Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 29jun2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer required maintenance. A field service engineer reseated connections and wires, tested in hardware test application and voltage, and replaced the faulty cubie with a working one. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.1 failed and required maintenance. The customer stated that they attempted to reboot the station in order to restore the drawer, but it was failed. There were no adverse events or injuries reported based on this event.